Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no dates were given as to when the blocked catheters occurred and that it occurred a number of years ago. It was reported that the cause was not determined and that the catheter was flushed and working normally thereafter. It was reported that the patient's weight at the time of the event was not known as the patient could not remember. It was reported that the patient was not obese and that they had recently lost (B)(6) kgs and was within the "normal" weight limits. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003,: product type: catheter. (B)(4).  Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(4) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-jul-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the patient previously had a blocked catheter twice. The patient had experienced withdrawals and knew how to manage symptoms. The catheter was flushed and cleared. No further complications were reported.